Event description:
It was reported the patient experienced a shocking sensation that continued after the device was turned off. All impedances were above 4000 ohms. The device system was removed.

Manufacturer narrative:
Results: device analysis revealed no significant anomalies. The neurostimulator failed the automated test console - the battery was not in new condition. The connector block was scratched. Foreign material was found in the connector port(s). The insulation coating was scratched. The titanium can was dented and scratched. Acceptable, stable output was observed on each electrode pair. The neurostimulator passed the long term monitor test. Multiple conductors/ wires cut on the lead and extensions (suspected explant damage). The extensions and lead were segmented. The body/ insulation was cut through. Suspected body fluids were observed in the lead and extensions. There was no impact on performance. The outer insulation of the lead was melted (suspect cautery artifact).